Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledgeplease see also MFR report number 3004209178-2013-90521.

Event description:
The customer reported that the adhesive on the infusion set gets stuck on the inside wall of the insertion device, causing the infusion set to be inserted incorrectly. The customer stated that he was hospitalized due to high blood glucose levels because he was not getting insulin due to this issue. The customer also stated that the cannulas were bending. Advised the customer that the insertion device would be replaced. Nothing further was reported.